Manufacturer narrative:
(B)(4). Date sent: 09/17/2019. Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The lot number is unknown, therefore manufacturing records could not be reviewed.

Manufacturer narrative:
(B)(4). Only event year known: 2019. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: what is the lot number of the linx device? Unknown. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. How severe was the dysphagia/odynophagia before intervention? Moderate. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? No. Was the device found in the correct position/geometry at the time of removal? Yes.

Event description:
It was reported that post implant of lxmc15, persistent dysphagia, they did dilate and provide the patient steroids, but the issue did not resolve. The issues have been resolved post explant. There are no next steps required.